Manufacturer narrative:
Citation: mach et al. The iliofemoral tortuosity score predicts access and bleeding complications during transfemoral transcatheter aortic valve replacement: data from the vienna cardio thoracic aortic valve registry (victory). Eur j clin invest. 2021 jun;51(6):e13491. Doi: 10.1111/eci.13491. Epub 2021 feb 2. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding bleeding complications during transfemoral transcatheter aortic valve replacement (tavr). All data were collected from multiple european centers between 2009 and 2017. The study population included 240 patients (predominantly female, mean age 83 years). Multiple manufacturer¿s devices were implanted in the study population; an unspecified number of patients received a medtronic transcatheter valve on a delivery catheter system (dcs). No model or unique device identifier numbers were provided. Among all patients, 14 deaths occurred within 30 days of implant. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, valve-related adverse events included: myocardial infarction (mi), bleeding complications, paravalvular leak (pvl), stroke, new atrial fibrillation (afib), valve-in-valve implant, unspecified structural valve dysfunction (svd) requiring intervention, and conversion to surgery for unspecified reason. Dcs-related events included: vascular access-related complications, and tamponade requiring intervention. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.